Manufacturer narrative:
Investigation: samples received: there are no samples available for analysis. Analysis and results: there are previous complaints of the same code-batch regarding the same issue. We manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical warehouse. We have not received any sample for analysis. Without any closed and/or defective sample, we cannot carry out an analysis in order to take a decision. Nevertheless, taking into account that there are previous complaints of the same code-batch in which the ampoules received were optically evaluated and a defect in the sealing bar of the ampoules was found, we consider that the complaint is confirmed. The leakage of the glue probably occurred at this point. We have conducted a review of the batch manufacturing record of this product and no deviations have been found. Final conclusion: taking into account that there are previous complaints that the results of the samples received did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive action needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported the ampoule leaked. The reporter indicated that when opening the package, on the upper tube, the cap is still on but all the glue is out. The event was found before use when opening two ampoules.